Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s weight at the time of the event was reported. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was in a plane, the person behind them kicked the chair which could have caused them stimulation to stop working. Patient could not feel pulsing sensation as they had before after the kicking incident. They were able to walk patient through turning up amp, patient felt stim on amp 1.7. Additional information received that patient consulted with doctor and they said since programmer showed 1.7 and their symptoms had not been changed, it was ok. Patient did not tell doctor about kicking incident. Patient started noticing stimulation concern on (B)(6) 2017. No steps had been taken as of now for stimulation concern. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal / pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.